Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery, once the healicoil anchor had been fully advanced and the inserter removed there was not good purchase into bone. It looked like the top portion of the anchor had broken from the rest of the body. It was stuck in the bone. The sutures had also loosened so seemed as though the suture lock had failed. The surgeon was able to pull all of the sutures out of the anchor with a suture grasper (pulling between medial row and lateral row). He then brought the four sutures to a 4.75 swivel lock, which went in without issue. He then went to check the suture tension from the first anchor (anterior lateral row) and the sutures had loosened as well. He left these alone since he had already cut the tails from the lateral row. A backup device was available to complete the procedure with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.